Event description:
While setting up for a site training event, a medtronic representative discovered the site's older vertek arm was partially seized. When the vertek arm was loosen, part of it remained stiff, and when tightened part of the arm remained loose. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic representative requested the site remove the vertek arm from service. RMA issued. Replacement vertek arm ii shipped to site (B)(4) 2014. Suspect part not returned to manufacturer for analysis.